Manufacturer narrative:
A philips authorized service provider (asp) replaced the o2 hose and confirmed resolution of the reported issue on the philips v60, passing all required performance verification tests. The complaint investigation is closed, with data logged into post market surveillance for continued product quality monitoring. Replaced parts will not be returned since per manufacturer-scrap if part defective.

Manufacturer narrative:
(B)(6).

Event description:
Philips received a complaint by the customer on the v60 indicating that the o2 hose does not connect correctly. It was reported there was no patient involvement at the time the issue was discovered. Device evaluation and repair are pending.

Manufacturer narrative:
Philips received a complaint by the customer on the v60 indicating that the o2 hose does not connect correctly. It was reported there was no patient involvement at the time the issue was discovered. It was reported that o2 hose does not connect properly. The customer requested a replacement. Per good faith effort (gfe), no further information will be provided. The part, o2 hose, has been sent to the customer. No confirmation of replacement. The part, o2 hose, has been sent to the customer. No confirmation of replacement. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.